Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The sales rep reported the blade broke off and is stuck in the head of the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The sales rep reported the blade broke off and is stuck in the head of the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.